Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was initially stated that the insulin pump was alarming for the time and date to be reset. It was then stated that the customer was hospitalized for diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 300 mg/dl. Nothing further was reported.